Event description:
There was an allegation of questionable tina-quant albumin gen.2 results from the cobas c 111 analyzer for nine patients. Patient (B)(6) initial result was 102.25 mg/l. The repeat result on 10-nov-2025, from another laboratory, was 58.7 mg/l. Patient (B)(6) initial result was 28.91 mg/l. The repeat result from another laboratory was 20.7 mg/l. Patient (B)(6) initial result was 34.95 mg/l. The repeat result from another laboratory was 21.1 mg/l. Patient (B)(6) initial result was 55.1 mg/l. The repeat result from another laboratory was 27.5 mg/l. Patient (B)(6) initial result was 237.5 mg/l. The repeat result from another laboratory was 343 mg/l. Patient (B)(6)initial result was 84.3 mg/l. The repeat result from another laboratory was less than 2.50 mg/l. Patient (B)(6) initial result was 50.7 mg/l. The repeat result from another laboratory was 3.01 mg/l. Patient (B)(6) initial result was 19.5 mg/l. The repeat result from another laboratory was 8.62 mg/l. Patient (B)(6) initial result was 22.4 mg/l. The repeat result from another laboratory was 10 mg/l.

Manufacturer narrative:
The cobas c 111 analyzer serial number is (B)(6). Calibration and qc were passing at the time of the event. The investigation is ongoing.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation was unable to determine a direct root cause. The most likely root cause identified was pre-analytical handling, specifically the lack of urine sample centrifugation, which is consistent with the presence of precipitates and inconsistent results. There was no evidence of an instrument or reagent product issue found.